Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a right hip revision procedure was performed in (B)(6) 2013 due to patient allegations of pain, lack of mobility, damage to bone/tissue and elevated metal ion levels. There has been no reported revision procedure of the left hip to date. A review of the invoice history confirmed the initial surgery dates and indicates that the revision procedure was performed on (B)(6) 2013 where all components were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-04847/04849 & 04939).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. This report is number 3 of 5 MDR's filed for the same patient (reference 1825034-2014-04847 /-04848 /-04849 /-04939 /-06281).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2007 and left total hip arthroplasty on (B)(6) 2008. Patient's legal counsel further reported that a right hip revision procedure was performed in (B)(6) 2013 due to patient allegations of pain, lack of mobility, damage to bone/tissue and elevated metal ion levels. There has been no reported revision procedure of the left hip to date. A review of the invoice history confirmed the initial surgery dates and indicates that the revision procedure was performed on (B)(6) 2013 where all components were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to pain and dissociation of the acetabular cup from her cup cage. Revision operative report noted the presence of metallic notch in the stem from articulating against the cup cage, grayish fluid, black synovial sac, a loose acetabular cup and metallosis. All components were removed and replaced.